Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that the patient with this device was scheduled to undergo device replacement. The patient's wife called to inquire if this device was included in any advisories. Patient services discussed that this device is part of the shortened replacement window advisory. This advisory was originally communicated (B)(6) 2007. The caller was unsure if the device has declared elective replacement indicator (eri). It was later reported that the device was explanted for normal battery depletion. No adverse patient effects have been reported.